Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high out of range pacing impedance measurements. At the associated device implant, approximately one year prior, impedances measurements on this lead were high, but still within range. No lead changes were made at that time, as the physician elected to monitor the lead's performance. A slow, steady increase of 100-200 ohms per year, has been observed since implant. The patient is of an elderly nature and for this reason, no intervention will be performed. No noise and stable thresholds have been confirmed. To date, no system changes have been performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited high out of range pacing impedance measurements. At the associated device implant, approximately one year prior, impedances measurements on this lead were high, but still within range. No lead changes were made at that time, as the physician elected to monitor the lead's performance. A slow, steady increase of 100-200 ohms per year, has been observed since implant. The patient is of an elderly nature and for this reason, no intervention will be performed. No noise and stable thresholds have been confirmed. To date, no system changes have been performed. Subsequently, additional information from the field, stated this lead has been taken out of service for the pace/sense functionality due to a continued rise in thresholds.